Event description:
The physician of a (B)(6) male pt called zoll customer support to report that the pt received a treatment. Investigation of the event determined that the pt received a single low energy 50j pulse during a noise artifact event. No adverse event resulted from the treatment event.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (low energy pulse) is being investigated. Upon investigation, the monitor displayed a service code 31 (overvoltage set). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.